Event description:
It was reported to boston scientific corporation that during a ureteroscopy, using a gemini stone retrieval paired wire/helical basket, the basket was unable to close following a few passes of the device. The procedure was completed with another, same type, device and the patient was reported as fine.

Manufacturer narrative:
A review of the specific device history record could not be conducted due the lot number being unknown. A specific lot history search could not be performed due to the lot number being unknown. A upn search found that no complaints have been reported for this same issue the jul 2008 11mm gemini product family trending chart was reviewed and the product family does not show a negative trend. The customer complaint has been confirmed, the basket of the device cannot be opened or closed. The sheath and drivewire are kinked at the handle, preventing the basket from functioning. The most likely root cause for the observed kink is that the device suffered handling damage.